Event description:
It was reported that the needle was difficult to withdraw from the bd nexiva¿ closed IV catheter system during use, after it had been successfully placed in the vein. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "twice now, the nurse has been able to successfully cannulate the vein but has been unable to withdraw the needle from the catheter."

Manufacturer narrative:
H.6. Investigation summary: there were no samples or photos available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was difficult to withdraw from the bd nexiva¿ closed IV catheter system during use, after it had been successfully placed in the vein. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "twice now, the nurse has been able to successfully cannulate the vein but has been unable to withdraw the needle from the catheter."